Event description:
It was reported that a patient presented remotely via a merlin.net transmission. Upon review, the patient's implantable cardioverter defibrillator was found to have exhibited post-paced t-wave over-sensing. Corrective programming changes were made on (B)(6) 2022. No patient consequences were reported.